Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted arc marks on the distal shocking coil, which was suspected to have occurred during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the patient with this right ventricular (rv) lead had passed away. The rv lead was noted to be damaged in some way as it caused the patient's implanted device to exhibit a warning message indicating that a shock had been delivered into an open circuit condition. While the system was suspected to have not delivered therapy appropriately for the patient, thus resulting in their passing, there were no episodes recorded in the device history associated with the time period of the patient passing. The rv lead was explanted from the patient. After three unsuccessful attempts to gather additional information regarding this event, the field representative finally responded back after over a month indicating that the patient passed away, likely from previous comorbidities, and that there was no evidence of a ventricular fibrillation episode. Code 1005 and premature battery depletion were declared post-mortem as the original explanting physician did not properly turn off the system. No adverse patient effects relating to the operation of the rv lead were noted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had passed away. The rv lead was noted to be damaged in some way as it caused the patient's implanted device to exhibit a warning message indicating that a shock had been delivered into an open circuit condition. While the system was suspected to have not delivered therapy appropriately for the patient, thus resulting in their passing, there were no episodes recorded in the device history associated with the time period of the patient passing. The rv lead was buried with the patient and remains in situ. After three unsuccessful attempts to gather additional information regarding this event, the field representative finally responded back after over a month indicating that the patient passed away from previous comorbidities and that there was no evidence of a ventricular fibrillation episode. Code 1005 and premature battery depletion were declared post-mortem as the original explanting physician did not properly turn off the ICD. No adverse patient effects relating to the operation of the rv lead were noted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had passed away. The rv lead was noted to be damaged in some way as it caused the patient's implanted device to exhibit a warning message indicating that a shock had been delivered into an open circuit condition. While the system was suspected to have not delivered therapy appropriately for the patient, thus resulting in their passing, there were no episodes recorded in the device history associated with the time period of the patient passing. The rv lead was buried with the patient and remains in situ.